Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: on an unknown date in (B)(6) 2009 the patient underwent anterior cervical corpectomy and fusion with strut graft and has gone on to develop a non union post-operatively. He has significant subsidence of the strut graft. He has left greater than right radicular pain. On (B)(6) 2009 the patient underwent following procedure, c4 through t1 instrumented fusion using instrumentation, left iliac crest bone graft, rhbmp-2 /acs. Bilateral foraminotomies at c5-6 and c6-7 levels. Preoperative diagnosis: cervical non-union. As per op notes: ¿the iliac crest bone graft was mixed with patient¿s own blood aspirated from the wound and with graft granules. All facet joints at c4-5, c5-6, c6-7, c7-t1 were packed with small pledgets of rhbmp-2 and bone graft. Long strip of rhbmp-2 was laid down in the shape of the burrito with the iliac crest bone graft and bone graft mixture forming were placed bilaterally on the lamina/spinous processes.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.